Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby1889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an inpatient PICC luer was loosening from the tubing which "justifying change for infection prevention." The extension tubing was not kinked. The catheter was long coiled 18cm of external length and dressed toward outside of arm.